Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to roll seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned inside the loading device. The seal and tension spring assembly remained inside the loading device. The blue slide lock was dis-engaged and the plunger was fully depressed. No visual defects were observed. The delivery device was removed from the loading device. A photographic inspection was conducted. Based on the photos provided, the tension spring assembly is observed in the loading device window; with the seal between the tension spring. The tension spring assembly and delivery device remained in the loading device and was taken out from the loading device for inspection. A microscopic inspection was conducted. No cracks or delamination of seal were observed on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .222 in.) The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint failure mode "fitting problem" is confirmed, as well as confirmed for the analyzed failure "premature deployment".

Event description:
The hospital reported that during preparation for an coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to roll seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to roll seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.